Event description:
The reporter stated the surgeon inserted a cc4204bf collamer single piece lens and one haptic tore as the lens was being inserted. The incision was enlarged to remove the lens and another lens was implanted.